Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that they had three patients with fibers in they eyes. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information from the customer indicates that no patient harm was reported and no further information is available.

Manufacturer narrative:
Additional information provided. This is one of three complaints for the finish goods lot for this issue. The device history record review shows the order was built and released per specification. Two medicine cups were returned in a ziploc bag. Visual inspection confirmed that the cups contained small fibers. The two blue fibers were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir) and the closest match was found to be cotton. The exact source of the blue fibers reported in the customer's complaint is unknown. Possible root causes could be an error made during the custom pak assembly process or an error made during the manufacturing process of one of the component suppliers. Warehouse operations states that product shall be stored in containers that are closed to the warehouse environment in order to prevent mix-ups and to prevent product from being coated with dust or otherwise soiled. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. It is recommended that the customer place the surgical instruments on a mayo tray and if applicable avoid placing them directly on a mayo stand cover or the back table cover. Additionally, the instruments should be wiped before passing back to the surgeon. This will assist in preventing lint contamination on instruments and help to reduce the risk of lint getting into the patience eye. The manufacturer internal reference number is: (B)(4).